Event description:
A caller reported experiencing cgm error 42 with their #g7sensor. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller to wait 20 minutes after the pump exited storage mode before initiating a sensor session. The caller was also guided through a pump reset process and acknowledged understanding the instructions. After the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.